Event description:
Reported incident of apparent tissue erosion on upper lip. A male patient in hosp and mechanically ventilated for >2 wk duration. Use of stabiltube for stabilization of et tube. The stabiltube was applied to pt's upper lip. Per hosp policy, holder had been changed every two days. Noted-pt had been edematous with fluid loss issues, complications and interventions. On the day the incident was reported, pt was taken to the or for tracheotomy. Post procedure, the tube holder was removed in the ICU. There was an apparent irritation to the tissue on the upper lip. The surgeon was notified of a through and through tissue erosion, debrided the area for non viable tissue and closed with suture material. In 2007 - original report stated that pt incident had occurred with stabiltube. Hosp policy is to remove and replace the holder every two days. Several days prior to the event, the therapist had noted irritation to the skin and small sore on the upper lip. Post tracheostomy, upon removal of the tube holder, an open sore was noted with tissue erosion as cleaning of the upper lip was performed. Upon further eval, intervention was required.